Event description:
It was reported that pump displayed malfunction code 9 with no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, and malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction code appeared again.